Event description:
The customer reported that their AED is flashing red and will not power on. The customer did not report this occurred during patient use.

Manufacturer narrative:
The customer reported that their AED is flashing red and will not power on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.